Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) atypically alarming was confirmed via investigation of the returned mpu. The mpu (serial number: (B)(6)) was returned to the pleasanton service depot. It was noted that one of the alkaline aa batteries was depleted, causing the alarm. The patient cable was replaced as a precaution. After these replacements, the mpu was able to pass all functional testing without issue. The mpu patient cable and aa batteries were forwarded to the product performance engineering group for further analysis. The underlying wires of the patient cable were measured, and all wires were within specification. The aa batteries were evaluated, and it was noted that one of the batteries had depleted to approximately 0.1v. The other two batteries were at the correct voltage. The batteries were placed within a test mpu and it was found that the depleted battery cause the test mpu to alarm. No log files were submitted for review. The reported event was determined to be due to one of the aa batteries being depleted; however, the root cause for the battery becoming depleted was unable to be determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a malfunctioning mobile power unit (mpu) that was beeping continuously with a green power light on. The aa batteries were unplugged and put back in and the mpu was plugged into the outlet. However, the green power light was on, and the beeping continued. It was confirmed that the batteries were placed correctly. Changing the batteries did not resolve the alarms. The mpu had a v-lock connector attached.